Event description:
Edwards received notification of a sapien m3 procedure in the mitral position in which the valve was successfully implanted. A post-procedure pvl (paravalvular leak) was identified at the mc (medial commissure) and required intervention with placement of a vascular plug. Post-intervention, per information available, pvl was reduced to mild, and mr (mitral regurgitation) improved from severe to mild. The patient was discharged.

Manufacturer narrative:
This is one of the two manufacturer reports being submitted for the same event. Reference related manufacturer report 86660. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.